Manufacturer narrative:
The returned device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. Blood was observed on the adhesive pad. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was found to be damaged due to improper installation. The incorrectly installed hard cannula is confirmed as the cause of the reported needle mechanism failure and of the reported bleeding. No damages were found with the cannula assembly that would result in leaking during wear. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 500 mg/dl while wearing the pod between 5 and 24 hours on their abdomen. When the patient removed this pod, it was discovered that the needle did not retract, which indicates a failure of the needle mechanism. Additionally, the patient reported the pod leaking insulin and bleeding from the infusion site. As treatment, a new pod was applied.